Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. ¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-04180, 04270 and 06999).

Event description:
Legal counsel for the patient reported the patient underwent total left hip arthroplasty on (B)(6) 2010. Subsequently, patient¿s legal counsel reports patient was revised (B)(6) 2013 due to patient allegations of pain, discomfort, soreness, dysfunction, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and range of motion, elevated metal ion levels, metal poisoning, and metallosis. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information provided in patient medical records indicate right hip revision performed on (B)(6) 2013 noted staining of the synovium, osteolytic and metallosis debris, and a loose acetabular component. Additional information received in patient medical records noted that on (B)(6) 2012, (B)(6) 2013, and (B)(6) 2013 patient¿s blood was tested.